Event description:
On 08nov2018, per a report from computed tomography; ¿caval perforation: yes strut caval penetration: grade 2 caval penetration at 10 o'clock. Strut organ penetration: grade 3 organ abutment at 4 o'clock with the abdominal aorta, 6 o'clock with vertebral vessels. Grade 4 organ penetration involving the 12 o'clock struts with the inferior vena cava. Tilt: yes 4.7 degree posterior tilt. No significant lateral tilt. Migration: no.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still valid. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, fear, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2015 via the right common femoral vein due to pulmonary embolism (pe). The patient alleges vena cava and organ perforation, strut abutting organ. The patient further alleges anxiety, fear, and limited.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: vena cava/organ perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on or about (B)(6) 2015. [Pt] has suffered serious injury as a result of the implantation of the cook celect filter. Specifically, multiple prongs of [pt]s" cook celect filter have perforated outside of her ivc. One prong is abutting her abdominal aorta, another is abutting her vertebral vessels. Another prong has perforated into an organ." Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the celect filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the celect filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life." It is further alleged that "[pt] has pain and suffering and mental anguish in the past and which, in reasonable probability, will sustain in the future."